Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with the return of device. Failure event observed during analysis. Analysis found that the lead was received in two pieces. Insulation abrasion exposing the outer coil was noted at 28.9 cm to 29.1 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device.(B)(4).

Event description:
This report is to advise of an event observed during analysis.